Event description:
Customer reported that pump took a long time to charge. There was no adverse impact to the customer¿s blood glucose level. No action was required as the customer declined troubleshooting and a callback.